Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours in the infusion site (back). Patient¿s mother stated the cannula was not visible at all, there was no puncture mark on the site and the insulin appeared to be accumulating inside the window, and the pink slide did go forward, thus, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied, patient administered a shot through a pen and manual injections. Patient¿s overnight basal was changed on tuesday, (B)(6). The patient had moderate ketones. The patient was very thirsty and urinating frequently.

Manufacturer narrative:
Investigation found the catch beam misaligned along the mechanism rails. This resulted in a failure of the cannula to deploy properly.